Manufacturer narrative:
D4: correction. Lot number listed in initial report was incorrect. Lot number unknown. Incidental findings: upon disassembly of (B)(6), examination of the rotor revealed a white, hard, strongly adhered glue-like substance on one of the blades of the rotor inlet section. The substance did not appear biological. The origin of this glue-like substance and a duration of time for which it was present in the pump could not be conclusively determined. Manufacturer's investigation: the report of suspected thrombus could not be confirmed through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported shortness of breath, dizziness, swelling, and suspected thrombus could not be conclusively established. (B)(6) was returned assembled with the driveline cut approximately 3.25¿ from the pump housing and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) and the outflow conduit (outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow) were not returned. Upon disassembly of (B)(6), examination of the pump's blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was exchanged to a heartmate ii on (B)(6) 2020 due to thrombus. There were no changes to the patient's status or anti-coagulation regimen that would cause the thrombus. There were no changes to the pump parameters. No diagnostic tests were performed. Symptoms were primarily heart failure related: shortness of breath, dizziness, and swelling. The pump exchange resolved the issues.